Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (ctni) patient result was obtained on the dimension vista system. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. The initial result was reported to the physician who questioned the result. The patient sample was repeated on an alternate methodology and a lower ctni result was obtained. A ctni test was re-ordered by the physician and the new patient sample was processed on the same day at a later time on an alternate vista instrument and a lower result was obtained. Siemens customer care center performed instrument and reagent troubleshooting with the customer. Troubleshooting indicated a higher result on the initial vista and lower results on the alternate vista. The customer confirmed the correct ctni result to be 62.2 ng/ml obtained on the alternate vista. There are no reports of adverse health consequences due to the discordant, elevated ctni result.

Manufacturer narrative:
Original MDR (B)(6) 2018, additional information (28-jun-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin vista (ctni) results. Hsc has reviewed the instrument data. The data did not indicate an issue with the reagent or instrument. The customer reported a deformation of the ctni sdil vial top however; the vial was discarded before an evaluation of the vial could be performed. The customer reported that the vial was not pierced. The instrument data supported potential issues with the aspiration of the diluent. The cause of the issue was determined to be incomplete aspiration of ctni sdil lot 7hda37. There have been no other reports of this nature for ctni sdil lot 7hda37. No product non-conformance was identified with the information available.